Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a trial implant procedure the lead was placed and the patient stopped breathing. The patient was intubated, flipped over, and the procedure was aborted. The physician assessed the event was not device related. The patient recovered and is back to normal.